Manufacturer narrative:
(B)(4). Date of event: the exact occurrence date was not provided; the peritonitis event was reported to have occurred in (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with vancomycin (dose, route, frequency and duration not reported), ceftriaxone (dose, route, frequency and duration not reported), and gentamicin (dose, route, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event and antibiotic therapy was complete. Action taken with dianeal therapy was not reported. The patient was retrained on aseptic technique. No additional information is available.